Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Review of the stored electrocardiograms showed non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the implantable cardioverter defibrillator. The patient was seen on (B)(6) 2018 and the device was reprogrammed. No adverse consequences to the patient.